Event description:
It was reported that during an indirect decompression spacer implant procedure, the physician attempted to implant the spacer but the top of the implant broke off where the inserter connects to it. The implant was properly connected to the inserter however, some force was applied during the procedure. Also, the physician assessed that there was potential for the existence of an unseen osteophyte that contributed to the difficulty with implanting the device. The physician successfully implanted a new spacer with the same model number and the patient was doing well post-operatively. The device will not be returned as it was discarded by the medical facility.